Event description:
Rvtip to rvcoil lead impedance warning on (B)(6) 2022. Atrial lead position check failed. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).